Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The sagittarius saw attachment isn¿t locking a saw blade in for cutting. This was noticed intraoperatively with no patient involvement. Case delay was less than 5 minutes to go get another tray and replace it. Case was completed successfully. Case type: tka. Surgical delay: 5 minutes. Did the blade fall out of the handpiece during cutting? Yes/no. As per the mps: it fell out as the saw was aligning to the first cut. It was caught by the surgeon before it could come in contact with the patient.

Manufacturer narrative:
Reported event: it was reported that the sagital saw attachment isn¿t locking a saw blade in for cutting. This was noticed intraoperatively with no patient involvement. Case delay was less than 5 minutes to go get another tray and replace it. Case was completed successfully. Product inspection: material, visual, functional and dimensional analysis was not performed since the device was not available for evaluation. Product history review: review of the device history records indicate 50 devices were manufactured and device accepted into final stock on 05-may-2018 with no reported discrepancies. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35051117 shows 5 additional complaint(s) related to the failure in this investigation. Complaint #: (B)(4). Conclusion: neither the event was confirmed nor the exact root cause could determined because of insufficient information and devices were not available for evaluation. If the devices are returned or additional information is made available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The sagittarius saw attachment is not locking a saw blade in for cutting. This was noticed intraoperatively with no patient involvement. Case delay was less than 5 minutes to go get another tray and replace it. Case was completed successfully. Case type: tka, surgical delay: 5 minutes. 1. Did the blade fall out of the handpiece during cutting? Yes/no. As per the mps: it fell out as the saw was aligning to the first cut. It was caught by the surgeon before it could come in contact with the patient.